Manufacturer narrative:
Method: the actual suspect device will not be returned to halyard for analysis as the reporter indicated that it is not available for return. The lot number was unavailable from the reporter and thus a device history record (DHR) was unable to be conducted. A use review and the instructions for use (IFU) review was performed based on info reported. Results: as no device nor lot number was available for an eval, no testing was performed and results cannot be obtained. The homepump (B)(4) ml was filled with 241 ml of 5fu/nacl. The IFU indicated that flow rates may vary due to fill volume. Filling the pump less than labeled (norminal) fill volume results in a faster flow rate. In addition, the flow rate variation may be higher than 15% at the start and end of the infusion. The reporter is a new user of the homepump c-series, as they have only used the product since (B)(6) 2014. Conclusions: the device was not returned to halyard for an eval, therefore, we are unable to determine a cause for the reported event. It was reported that there was neither pt injury nor med intervention required. A technical bulletin (mk-00585) factors affecting flow rate for the homepump c-series was sent to the customer. Should additional info pertinent to this event become available, halyard will submit a follow-up report. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: 241 ml. Flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: unk anp. Reference: 2026095-2014-00249/14-00958 (a) and 2026095-2014-00251/14-00958 (c). Report 2 of 3. Pt 2: it was reported by a pharmacist that several incidents of fast flow occurred using the homepump c-series pumps. Pt 2 reported "the pump ran 12 hours earlier." The device was reported as unavailable for return and analysis. No pt injury or med intervention was reported. The pharmacy reported that they started using the pumps in september 2014. Anp: asked not provided.